Event description:
It was reported that during the procedure in the heavily tortuous and narrow mid right coronary artery, the 3.0 x 12 mm trek otw dilatation catheter was advanced with difficulty due to the patient anatomy. The dilatation catheter was able to be positioned; however, when the physician pulled negative, blood return was noted and a balloon rupture was suspected. There was no attempt to inflate the balloon and the dilatation catheter was removed. A new 1.5 x 12 mm trek was then advanced into the patient anatomy without difficulty and the balloon was inflated to complete dilatation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial MDR, return device analysis indicates that the balloon was loosely folded which is an indication that the balloon was inflated. Additional information received from the facility indicates that although it was originally reported that there was no attempt to inflate the balloon, it is unknown at this time if there actually was an attempt to inflate the balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen and in the loosely folded balloon; which is consistent with balloon inflation and a rupture or leak inside the patient anatomy. There was a kink in the shaft 25.5 centimeters (cm) proximal to the proximal seal. An indeflator, filled with water, was used to inflate the balloon to the rated burst pressure with no leak noted. After the balloon was left inflated, fluid was observed leaking through the tip. After the tip was plugged with a pin gauge and a stopcock was attached to the guide wire exit port, the balloon was pressurized to 16 atmospheres and a 1 millimeter cut was observed in the inner member 73 cm proximal to the proximal seal. It was reported that a rupture was suspected; however, analysis of the returned device indicates no rupture but a cut in the inner member. There was unknown material extending through the cut in the inner member which was chemically analyzed but remains unknown, the amount of unknown material was very minute and in a particulate form. There was no damage noted to the outer member at the cut in the inner member. Reportedly, the balloon was not inflated; however, the balloon was observed to be loosely folded indicating that the balloon was inflated. The account was contacted regarding the discrepancy but could not recall if the balloon was inflated. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.